Event description:
It was reported that during a treatment procedure of a forearm fistula, deflation difficulties were encountered. The cutting balloon was inflated and deflated about four times during the procedure. The physician stated, that "he could not fully deflate the balloon between inflations, deflations and repositioning the balloon, but this was not a major issue and he completed the treatment" when he was finished with the procedure and was deflating the balloon for the final time it would only partially deflate, no matter what efforts he made. He then attempted the empty syringe technique to deflate the balloon which was unsuccessful. Eventually he pulled the partially inflated balloon back into the introducer sheath and removed the wire, sheath and balloon as one. The procedure was successfully completed. No patient injuries or complications were reported.

Manufacturer narrative:
.